Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: c17-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
It was reported that after wearing the pod for longer than 48 hours the patient noticed a rash, scarring and irritation at the site. An "emo cort" cream was prescribed for her site irritation during a visit to physician.